Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not prime. The reporter stated that the solution bag was squeezed to attempt to initiate flow, though the device would still not prime. There was no patient involvement. No additional information is available. This is report 6 of 7.